Manufacturer narrative:
An abbott field service rep (fsr) talked the customer through replacing the lamp, calibrating all pipettors, changing the water bath, and replacing the clinical chemistry (cc) iron reagent cartridge. The customer stated that the issue was due to a contaminated reagent cartridge caused by leaking from the reagent probe. The customer states all the probes were replaced and pipettors calibrated along with replacing the lamp and loading new reagent cartridges. This issue is addressed in the abbott architect system operations manual ( 2007) in the following sections: section 7 operational precautions and limitations: limitations of result interpretation and section 10 troubleshooting and diagnostics. The customer's issue was due to a leaking reagent probe, which caused the cc iron reagent to become contaminated. Replacing and calibrating the probe and loading a new reagent cartridge resolved the customer issue as well as returned the instrument to the correct specification. Subsequent instrument operations and test results were acceptable. There is no impact to patient mgmt reported. This is a final report.

Event description:
The customer states that ten consecutive patients generated architect c8000 iron assay results of >1000 ug/dl. Controls had been within specifications earlier in the day. The samples were then retested on the other c8000 analyzer in the lab with normal results. The customer recalibrated the assay on the suspect c8000 analyzer with controls within specifications. The customer states that the samples were then retested and the results were better but there is some concern with the bias of this analyzer. The customer gave the following example: patient #2 generated a result of 12 ug/dl on the suspect analyzer and a result of 46 ug/dl on the other c8000 analyzer in the lab. No suspect results were reported from the lab. A service call was initiated. There is no impact to patient mgmt reported.